Event description:
It was reported that a patient underwent a robotically-assisted laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the mdu kept stalling and was unable to drive the handpiece. Switching handpieces did not remedy the issue. The physician completed the procedure by pulling what was left of the uterus out through the vagina. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.